Event description:
Account stated that she had a bed that the nurse call had stopped working on the left head siderail.

Manufacturer narrative:
Technician replaced the nurse call insert on the pt left head siderail to resolve the issue.